Manufacturer narrative:
See MFR: 3012307300-2017-02023, 3012307300-2017-02024, 3012307300-2017-02025, 3012307300-2017-02026, 3012307300-2017-02027, 3012307300-2017-02028, 3012307300-2017-02029, 3012307300-2017-02030. It was reported that the event occurred "since (B)(6) 2017". The exact date is unknown.

Event description:
It was reported that a cleo® 90 infusion set "fell off" due to the adhesive not sticking. The patient did not observe any damage when the device package was first opened. The patient's blood glucose levels were 290 mg/dl at the highest at the time of the event. To address the high blood glucose levels, the patient changed the site and administered a bolus through the pump. The patient did not test for ketones. The patient was able to resume insulin successfully after inserting a new site. No permanent injury was reported.